Event description:
Caller states they tested back to back with results of lo and 287mg/dl on the same device. Another back to back comparison on the same device gave the results of lo and 267mg/dl. No adverse event reported. No treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.